Manufacturer narrative:
One device was returned for repair. No previous repairs noted in the last 12 months. No relevant information found in event log. Visual/functional testing was performed. Failed downstream occlusion test was replicated with testing. The cause of the reported issue was bad downstream occlusion (dso) sensor. Replaced the dso sensor. Upon further investigation, found upstream occlusion (uso) seal was buckling and was replaced. The device passed all functional and delivery tests performed after repair activities were completed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a downstream occlusion test. There was no patient involvement, no patient injury was reported.